Manufacturer narrative:
The authorized service provider (asp) provided the high tidal volume issue in a good faith effort (gfe) response. In a gfe response from the asp received, it was stated that the customer did not provide the device diagnostic report (drpt). Additionally, the customer had confirmed with the asp that the customer had resolved the issue but did not provide further details to the asp. It is unknown what was performed to resolve the device issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an alarm for high tidal volume. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) provided the high tidal volume issue in a good faith effort (gfe) response. This investigation is ongoing.